Manufacturer narrative:
Device evaluation: " based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Additional observations: deformation is observed. Device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint)." Further investigation summary: "the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1849843 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed split in patch area (ss), it is out of specification per qa199.04. According to the analysis review the reported complaint was not observed, besides, the workmanship is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate."

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿a left-side rupture per MRI¿. The device remains implanted.